Event description:
The customer stated that the battery is not lasting long. The customer is not using philips battery for the device. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.